Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced erratic cgm values. On 12/31/2023, the patient reported experiencing cgm ¿high and lows¿ but had no way to compare the values as the patient had no bg meter. At some point, the patient had a seizure and passed out. When the patient woke up, 911 was called. Since this event occurred last year, the patient could not recall any further specific event details, including treatment, etc. The patient was in stable condition at the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.